Manufacturer narrative:
As part of the post market study, an field engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations observed during the audit. The sampling observation could only be conducted for the sampler as the facilitator was no longer working. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing. The scope has been forwarded to an external lab for additional testing/investigation. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified ralstonia picketti. The reported massilia species was not identified. Additionally, the external expert noted during destructive sampling: bleaching and detachment of the glue at the bending section cover. Surplus, bleaching and damage of the glue around the distal end objective lens. Surplus and detachment of the glue, and presence of oxidation under the glue around the distal end light guide lens. Surplus and bleaching of the glue of the distal end cover. Detachment and presence of holes of the glue around the distal end air/ water nozzle.

Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market surveillance study, the scope cultured positive for massilia sp after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the reprocessing technique on the technicians reprocessing of the tjf 180 & tjf 160vf scopes. All steps were followed by the reprocessing technicians. No deviations from the process were observed. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. According to the original equipment manufacturer (OEM) the root cause of this case is as follows: ¿although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.